Manufacturer narrative:
This report is submitted on 18 june, 2020.

Event description:
The device was explanted (B)(6) 2020 due to poor sound quality and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted 19 august 2020. Attachment: [174196-dar.pdf]